Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Additional information was received when a duplicate report was discovered for this complaint. Information not previously provided in this report was patient had loss of contrast, severe glare at night, poor distance and near vision. Visual acuity pre-op was reported as 20/40. Visual acuity post-op was reported as 20/40. Therefore, the following patient codes are being added: patient code 2138 - visual impaired. Patient code 2227 - halo. Patient code 3191 - glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported zxr00 22.0 diopter intraocular lens (iol) was implanted on (B)(6) 2018. The lens was explanted from the patient¿s ocular dexter (right eye) on (B)(6) 2018 due to patient complaint of unhappy with blurry vision. Through follow up, customer account provided additional information confirming there were no contributing medical history, no complications, no incision enlargement, no serious patient injury, and no suture(s). The zxr00 iol was replaced with a zcb00 23.0 diopter iol. Patient outcome was reported as good. No additional information was provided to johnson & johnson surgical vision.